Event description:
The pt was hospitalized on (B) (6) 2010 due to elevated blood glucose and she was treated with an IV. On (B) (6) 2010, her blood glucose ranged from 12.4-31.7 mmol/l (223-571 mg/dl) and on (B) (6) 2010, her blood glucose ranged from 16.7-29.7 mmol/l (301-535 mg/dl). No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.